Manufacturer narrative:
(B)(4). Date sent: 3/10/2021 investigation summary the analysis found that one plee60a device was returned with no apparent damage and with three reloads present. The reload (b) was received unfired. The reloads (c and d) were received fully fired. The device was tested for functionality in the straight position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, CT images were performed and multiple staples packed around the top of the knife. It was noted to be nicked. This plow was on the last firing of the sleeve on the small portion of the stomach that was left to transect. The 1st 4 firings used ech60r, but this final firing did not.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Photo analysis: the photo shows two tissue small parts with several staples and some of them do not meet the criteria to be accordingly with the b form. Based on the photo the event description is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a lap gastric bypass, the bariatric surgeon, was using a plee60a with echelon staple line reinforcement on green and gold reloads to segment the stomach. After five firings, there was only a small portion of the stomach left to transect, so the doctor used a gold reload without slr to finish. On this firing (and this firing only), as the knife blade advanced, it pushed the tissue into a bunch at the distal tip of the anvil, cutting through the tissue all at once. Because staples are laid down ahead of the knife blade, the bunched-up tissue at the distal tip of the anvil had a group of staples in it. Upon inspection by the surgeon (and by the rep in the room), it was decided to use two new reloads to cut new staple lines on both the stomach pouch as well as the remnant. The new firings, as well as remaining staple firings for the g-j and j-j anastomoses, were all successfully made by the stapler with new gold and blue reloads, accordingly. The procedure was completed successfully with no impact to the patient at the time of the procedure. The procedure was delayed by ten minutes.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5dy1d. H6: component code = mechanical (g04). Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with three reloads present. The reload (b) was received unfired. The reloads (c and d) were received fully fired. The device was tested for functionality in the straight position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.